Manufacturer narrative:
Follow-up #1: date of submission 10/03/2013 - device evaluation: the device has been returned and evaluated by product analysis on 09/16/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defect. Investigation revealed that the buttons were responding intermittently to presses with no observable damage to the keypad. Upon removal of the rubber keypad, contamination was observed under all the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up button on their device's keypad was hypersensitive to inputs while the ok button was having issues registering inputs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Corrected metwatch report# 2531779-2013-11027.